Manufacturer narrative:
The event date is unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that "all (profanity) broke loose" when they changed therapy settings from group b to group a for the patient's right side implantable neurostimulator (ins). They explained that the patient felt a sensation that was "like a shock" and their eyes got blurry. They initially mentioned that they were instructed to increase the stimulation "a couple points." They were trying to change back to group b, but they were seeing the 'no device response' screen. It was reviewed how to go back and forth between checking each ins to avoid seeing the 'no device response' screen. They successfully synced the communicator with the right ins and reported that the therapy settings were group a, left 4.2. They inquired several times about the meaning of "left" because they thought it meant the left ins. It was reviewed several times that left/right refers to the side of the body that is receiving therapy. The caller still didn't seem to understand. During the call, they were able to change the therapy settings for the right ins back to group b (left 4.9). They checked the therapy settings for the left ins and reported that they were group b, right 4.2 and increased it to 4.4. They stated that the patient was feeling "okay" and their eyes were no longer blurry. The caller told the patient, "you're getting pain because the incisions are still fresh." They were redirected to the patient's hcp to further address the issue.